Event description:
A customer in (B)(6) reported a false positive cefoxitin screen (oxsf) for a staphylococcus aureus strain in association with the vitek® 2 ast-p580 test kit. The first run was oxsf positive and ox (oxacillin) was changed from susceptible to resistant. The second run was oxsf negative, and the ox interpretation remained as susceptible. The customer performed disk diffusion which was susceptible and the result reported was (B)(6). The customer stated there was no impact to patient results or treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was completed for false positive cefoxitin screen (oxsf) results for a staphylococcus aureus isolate in association with vitek® 2 ast-p580 test kit (ref 22233, lot 3600886103) using v8.01 software. The customer provided the strain for investigational testing. The strain was verified to be staphylococcus aureus using the vitek® ms. Investigational testing included testing the strain using reference methods as well as analyzing the strains using the vitek 2 ast-p580 test kit from the customer's lot (3600886103) and a random lot (3600972103) in duplicate. All four ast-p580 cards tested resulted in negative oxsf tests and oxacillin minimum inhibitory concentrations (mics) = 1.0 (susceptible). The oxacillin agar dilution result was mic = 0.5, while cefoxitin disc diffusion was susceptible at 23 mm. Additionally, pbp2a testing was negative. To conclude, the customer's initial false positive result was not duplicated. The oxacillin and oxsf results obtained from vitek ast-p580 testing are in agreement with the reference methods. The ast-p580 test kit lot 3600886103 met final qc release criteria and is performing as intended.